Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a lap. Chole, the blade broke and the tip of the blade was retrieved. The case was completed with another like device.